Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found may 16, 2012.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was reading inaccurately high compared to feeling/normal result(s). The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 5pm. As part of her diabetes regimen, the patient claimed she manages her diabetes with insulin. As a result of the high reading, the cca noted the patient decreased her dose of novolog insulin from 5 to 3 units between 5:15pm and 5:20pm that day, but by 6:30 later that evening, the patient started to pass out and was not able to see very well. In response to the symptoms, the patient indicated her friend gave a drink of "coke" and later felt better. According to the patient, no additional blood glucose device was used. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, and the control solution result was in range on the vial of test strips used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (5/22/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 5/14/2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Correction for follow-up #1 (6/1/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 5/14/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.